Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that the patient went to the emergency room where the tube was cut and the balloon was ultimately deflated and the catheter removed. Per medwatch received on 22jul2019, the catheter was inserted and in place for three days. During attempt to deflate and remove it, the balloon would not deflate. The catheter was cut to attempt deflation unsuccessfully. The resident was then sent to the ER. A second catheter was tested and the balloon could not be deflated fully. Per additional information received 26jul2019, the catheter was removed successfully in the ER. A urologist was consulted and the catheter was cut shorter until it was a few inches outside of the patient then removed by aspirating the fluid out.

Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that the patient went to the emergency room where the tube was cut and the balloon was ultimately deflated and the catheter removed.